Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, immediately after the intensivist intubated the patient, the device adapter fell off and even after placing it back, it continued to fall out through the entire code multiple times. There was no reported patient outcome.